Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation cut in two pieces. Visual inspection, using a microscope at 10x magnification, showed particles, scratches, fibers and viscoelastic residues on the lens, compatible with an explanted iol. Manufacturing defects were not identified in the return sample. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. As a result of the investigation the complaint cannot be verified and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens model z9002 was performed because the patient was unhappy with the outcome. The same model lens with a different diopter was implanted. No enlarged incision, no vitrectomy and no patient injury was reported. No other information was provided.